Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Update received (B)(6) 2014. Hip side added. Surgeon and hospital added. Querying if this is a resurfacing to xl revision and the details for both revisions. Hip(s) to be revised: right. Response to query received (B)(6) 2014. This is the first part of a resurfacing to xl revision. Cup has not yet been revised. Xl products are still in situ. Only resurfacing head has been revised. Reason for revision confirmed. Construct type and common name amended for head. Reason(s) for revision: dislocations (not arising from traumatic event).